Event description:
The customer reported being admitted in an urgent care facility. The caller hurt her ankle, which caused her blood glucose to drop. The customer did over treated. The customer blood glucose reading before her admission was 42mg/dl. While checking her blood glucose, the device displayed an empty battery message and someone went to get her a battery before the event. Then the customer took a manual injection of 3.0 units because the insulin pump was blank and though she was going high. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.